Manufacturer narrative:
B5 - the reporter/patient indicated that a 13.2mm tmicl13.2 -10.50/1.5/085 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Reportedly, "glare, visual quality is bad and not improving." Lens remains implanted. Problem not resolved. Status of the eye is quiet - well healed. Reportedly the cause of this event is due to the device. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter/patient indicated that a 13.2mm, tmicl13.2, -10.50/1.5/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Reportedly, "glare, visual quality is bad and not improving." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.